Manufacturer narrative:
(B)(4). Additional information has been requested, should it become available, a supplemental report will be submitted.

Event description:
A closurefast catheter was used with the rfg2 generator to ablate an unknown vein on a patient. Upon doing a diagnostic scan the next day, it was found that the vein had not closed. Retreatment was performed and the vein was closed. Patient is in good condition.